Event description:
It was reported that there was an issue with the touchscreen responsiveness of the pump, and the pump was timing off too fast. There was no reported impact to the customer¿s blood glucose level. Cts documented the issue and closed the case.